Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to the initial with information inadvertently left out (g2) and to provide an update to field (d9 and h3). The device was evaluated by olympus, and it was confirmed that the rubber valve of maj-210 is damaged. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the reported event occurred due to inserting and removing the syringe. Additionally, when inserting or removing a syringe from this product attached to the endoscope, inserting or removing the syringe with the syringe tilted relative to the product may cause overload to be applied to the surrounding area that is off the center of the rubber valve, causing the rubber valve to become damaged. Furthermore, it is possible that the repeated insertion and removal of the syringe subsequently pushed the pieces of the rubber valve into the endoscope's suction channel, causing them to fall off into the patient's body. The root cause of the reported event could not be identified. The event can be prevented by following the instructions for use which state: 9.4 feeding and aspirating solution with a syringe. "Insert a syringe firmly and hold it perpendicular to the valve. Feed or aspirate solution from the syringe as necessary." 9.5 inserting and withdrawing the endo-therapy accessories. "Insert the endo-therapy accessory into the valve as straight as possible." "Angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide to correct the FDA product code to eoq.

Manufacturer narrative:
E1: complete establishment name is noted below due to limited character space in e1. (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a respiratory examination, the a single use biopsy valve broke while inserting a syringe and the fragments of the valve fell off into the patient's lungs. The procedure involved filling a syringe with anesthetic, putting it in the valve, inserting the syringe several times, and inserting the guide sheath when a black foreign object was seen from the tip of the endoscope and the slit part of the biopsy valve had fallen. The black fragments were aspirated and collected and procedure was completed with valve replacement. Reportedly, there was no impact to the patient's health.